Event description:
It was reported that the user received a ¿malfunction 69¿ alert indicating an algorithm data parity check and transitioned to backup therapy; the device was shut down per instructions, data were advised to be synced to the mobile app prior to return, and the user was instructed that insulin delivery and meal announcements were not reliable and that the replacement would require a full startup. Symptoms included unknown effects on blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of reported alarms and user-reported operating steps. Investigation of this case revealed an unresolved algorithm data integrity fault consistent with an alarm-driven interruption of automated insulin delivery, with the pump electronics/software implicated. It was concluded, based on previously established findings for similar reports, that the cause was a software/algorithm fault that could not be resolved remotely. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.